Manufacturer narrative:
It was noted the customer re-uses the files which these files are single use. As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Psta221 lot 0000065049 DHR indicates non conformance nc-002627 was issued for blunt tips. Parts were 100% inspected at 20x magnification. 3 files of pst0321 were scrapped for blunt tips. It is unknown if this was contributing factor to the breakage in this complaint. Assortment DHR indicated lot 0000065455 was used for pst0321. Review of lot 0000065455 indicates nothing unusual to report was found during DHR review. Trackwise query indicates no additional complaints have been received for this lot number or assortment lot number.

Event description:
In this event it was reported a profile rotary file broke during use. The broken part was incorporated into the filling.